Event description:
Product was used with a swan ganz catheter. System was input on patient 7/16/92. On 7/22/92 catheter was removed but guidewire would not pass through port of sheath. Patient was stablized. Patient was then transferred to university of mississippi medical center for other reasons. While at the university of mississippi medical center patient collapsed and was found hemorrhaging at the site of insert. On 7/24/92 patient expired. Due to the delay from time of removal to death, all devices had been discarded and could not be evaluateddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.